Manufacturer narrative:
Unit passed displacement test and self test. Unit received with unexpected battery power loss and had high active and sleep currents due to corroded battery tube and corroded electronic assembles. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery issues. Customer had to change the battery every 48 hours. Customer took out battery and waited until the insulin pump stopped alarming and inserted a new battery but still the insulin pump alarmed low battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.